Manufacturer narrative:
Three used actual samples were returned along with three unopened companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the tubing was completely off both connectors on all of the samples. One sample had the luer lock missing. The reported condition was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) microvolume tube sets leaked. The reporter stated that the sets ¿were coming apart where the set enters the pump, exits the pump, at the luer lock, and was also leaking.¿ this occurred during compounding. There was no patient involvement. No additional information is available.